Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿that wheel is not turning enough to provide enough feed.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the that wheel is not turning enough to provide enough feed.